Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the patient was hospitalized for an extended period of time, and was now discharged; the patient recovered.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed system notice #50028 ¿there is a problem with the injection process¿ in application 1 with catheter 2af283 with lot number 19930. The files showed at least 1 application was performed with this catheter on the date of the event. The second patient file 3 hours later showed at least 4 applications were performed with balloon catheter 2af283 lot number 98653 without any issue on the date of the event. Clinical issues (cardiac tamponade, hypotension) occurred during the case. In conclusion, the mapping catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had cardiac tamponade, diagnosed by fluoroscopy and ultrasound echocardiogram, as well as low blood pressure. The blood was drained and the patient underwent protamine treatment. The case was aborted with the patient under general anesthesia. The patient was hospitalized. No further patient complications have been reported as a result of this event.